Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.